Event description:
The fse reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was evaluated and replace, and the c-mos was set up. Software was reloaded, the nodes were flashed and calibration files were uploaded to the system. The cine drive was reformatted. The system was tested and found to be working as intended and returned to service.